Event description:
It was reported that a routine chest x-ray performed for an unrelated surgical procedure demonstrated a detached ivc filter limb in the pulmonary artery. The filter was reported to be good position and no plans have been made at this time for filter retrieval. The patient was reported to be asymptomatic.

Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed. The investigation is currently underway.